Event description:
A report was received that the patient chose to be explanted. It was later discovered that the patient requested to be explanted due to discomfort at the pocket site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. This is the final report.